Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the returned outflow graft confirmed the reported debris on the exterior of the outflow graft material. The sealed outflow graft and outflow graft bend relief were returned in like-new condition. The bend relief was returned engaged to the graft attachment hardware. A distal portion of severed outflow graft material measuring approximately 2.5¿ was returned. Both the outflow graft and outflow graft bend relief were free from distortion. Examination of the exterior of the outflow graft revealed multiple small, gelatin-like specks. Visual and microscopic inspection of the interior of the graft material revealed no evidence of debris within the graft. The outflow ptfe washer was present and properly seated within the screw ring. The graft attachment o-ring and c-ring were both free of damage and located in the correct grooves within the graft attachment. The submitted video showed the heartmate 3 outflow graft being stretched by a clinical team member. After the graft was stretched the gloves of the clinical team member stretching were covered in white particles. The returned outflow graft was handled to mimic the submitted video, in which the outflow graft was stretched and manipulated. Following the testing, numerous small, white particles were noted on the gloves as well as on the exterior of the graft material. A sample sterile outflow graft was tested under the same conditions and mimicked the results observed on the returned outflow graft. Fourier-transform infrared spectroscopy (ftir) analysis was performed on samples of white particles from the exterior of the graft material and confirmed that the particles were consistent with gelatin particulate. A manufacturing task was created for gelatin debris on the interior of a sterile outflow graft; however, this event traces the root cause to user error of the sterile outflow graft handling. The relevant sections of the device history records for lot number 7940493 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 5 entitled ¿surgical procedures¿ of this IFU outlines the steps for preparing an hm3 sealed outflow graft for implantation, including ¿inspect the interior of the graft and remove any debris¿. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during preparation of heartmate 3 outflow graft it was noticed that white gelatine particles were coming out of the graft after pre-stretching it. Pre-clotting agents were suspected to be cause of the issue, so another graft was used before implanting the pump into patient.